Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was not confirmed. There are no signs of a sharp surface and/ or damage noted on the device. The device passed the leak test. The exact cause of the patient's outcome could not be determined at this time. The instruction for use states, "do not strike, bend, hit, pull, twist, or drop the endoscope's distal end, insertin tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/ or perforation. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the physician encountered difficulty inserting the papillotome into the biopsy channel of the device. The tip of the device got hung a few inches from the entrance of the biopsy port; however, the physician was able to insert the device but caused the patient to bleed. When the device was withdrawn from the scope, it was observed that the tip was frayed. No additional information was provided.